Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the connecting tube. In addition, foreign material was attached on the objective lens's crack. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Additionally, physical damage at the locations where foreign material remained was confirmed for the insertion tube and objective (ob) lens. Therefore, the root cause of the foreign material remaining in the device is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.